Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4296 implantable pacing lead (B)(6) 2012-01; implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead was reprogrammed due to twave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.